Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with reproducible noise on the right ventricular lead and right atrial lead. The physician decided to cap and replace the leads on (B)(6) 2018. The patient was stable after the procedure.